Event description:
On 12/may/2024 a user facility¿s biomedical technician (bmt) notified fresenius that a 2008t hemodialysis (hd) machine displayed an ¿art bp no comm¿ message with an audible alarm during an hd treatment. The alarm could not be cleared. The 78-year-old female hd patient was disconnected from the machine. The patient was about to be reset up on another machine when they went into cardiac arrest. The patient was not connected to either machine when the event occurred. The patient was transported to the hospital and passed away the next morning. A call was dispatched for onsite service to evaluate the machine. Additional information was obtained through a voluntary medwatch #(B)(4) received by fresenius on (B)(6)2024. This patient arrived for a regularly scheduled outpatient hd treatment on (B)(6)2024. The patient¿s pre-treatment vital signs were sitting blood pressure (bp) 182/81, pulse (p) 77, respirations (r) 17, and temperature 97.7. The patient¿s pre-treatment weight was 84.8kg. The blood flow rate (bfr) was 400ml/min, dialysate flow rate (dfr) 600ml/min, and ultrafiltration flow rate (ufr) 1,000ml/min. The treatment was initiated at 1233 utilizing the fresenius 2008t hd machine with optiflux 180 nr dialyzer and fresenius combiset. At that time the patient¿s bp was recorded as 171/88 and pulse 76. At 1300 the patient¿s bp was 185/88 and pulse 79. Between 1315 and 1320, the 2008t machine displayed the message art bp no comm accompanied by an audible alarm. The alarm would not clear. The machine operations would not permit the return of the patient¿s blood. The staff had to manually hand crank the blood pump to return the patient¿s blood. The patient was then disconnected from the machine. At 1320 the patient reported difficulty breathing and became unresponsive. Cardiopulmonary resuscitation (CPR) was initiated, and emergency medical services (ems) were activated. The patient was transferred to the hospital via ems and expired.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 12/may/2024 a user facility¿s biomedical technician (bmt) notified fresenius that a 2008t hemodialysis (hd) machine displayed an ¿art bp no comm¿ message with an audible alarm during an hd treatment. The alarm could not be cleared. The 78-year-old female hd patient was disconnected from the machine. The patient was about to be reset up on another machine when they went into cardiac arrest. The patient was not connected to either machine when the event occurred. The patient was transported to the hospital and passed away the next morning. A call was dispatched for onsite service to evaluate the machine. Additional information was obtained through a voluntary medwatch #192671-2024-0001 received by fresenius on 20/jun/2024. This patient arrived for a regularly scheduled outpatient hd treatment on (B)(6) 2024. The patient¿s pre-treatment vital signs were sitting blood pressure (bp) 182/81, pulse (p) 77, respirations (r) 17, and temperature 97.7. The patient¿s pre-treatment weight was 84.8kg. The blood flow rate (bfr) was 400ml/min, dialysate flow rate (dfr) 600ml/min, and ultrafiltration flow rate (ufr) 1,000ml/min. The treatment was initiated at 1233 utilizing the fresenius 2008t hd machine with optiflux 180 nr dialyzer and fresenius combiset. At that time the patient¿s bp was recorded as 171/88 and pulse 76. At 1300 the patient¿s bp was 185/88 and pulse 79. Between 1315 and 1320, the 2008t machine displayed the message art bp no comm accompanied by an audible alarm. The alarm would not clear. The machine operations would not permit the return of the patient¿s blood. The staff had to manually hand crank the blood pump to return the patient¿s blood. The patient was then disconnected from the machine. At 1320 the patient reported difficulty breathing and became unresponsive. Cardiopulmonary resuscitation (CPR) was initiated, and emergency medical services (ems) were activated. The patient was transferred to the hospital via ems and expired.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hemodialysis utilizing the 2008t machine and the patient event of cardiac arrest with hospitalization and subsequent death as the patient had just been disconnected from the machine prior to the event. There is no documentation in the complaint file to show a causal relationship between the cardiac arrest and use of the 2008t machine. The machine alarmed with an art bp no comm message which could not be cleared. The machine would not return the patient¿s blood and it had to be manually returned. The machine operated as expected. The clinic did request a service call for the machine. The evaluation documentation is not available. The patient¿s recorded vitals were all within the same range prior to the event indicating the patient was stable during the treatment through the alarm and disconnection from the machine. This patient does have a history of oxygen dependency, hypertension, diabetes mellitus, and obstructive sleep apnea, all of which can cause the patient to develop or worsen many different cardiac conditions. Obstructive sleep apnea patients¿ risk of sudden cardiac death does not shift from daytime hours to nighttime hours but that their overall risk of sudden cardiac death is higher than people without sleep apnea. Hemodialysis patients have an age-adjusted mortality rate that is 3.5 times higher than that of the general population with cardiovascular disease remaining the most common cause of death with nearly half of deaths attributed to myocardial infarction, cardiac arrest, or other cardiac causes. The patient was not connected to any hd machine at the time of the cardiac arrest. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.